Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse on (B)(6) 2012 and mesh was implanted. Post procedure, the mesh at the bottom can be touched but is not exposed. The patient was treated with estrogen application and subsequent mesh removal. The patient currently experiences stress incontinence which affects her life. Additional information was not provided.